Event description:
The device failure occurred during attempted retrieval of a stone in the top of the ureter or kidney (most likely the former). After the stone was captured one of the basket wires broke while closing the basket. A piece of the broken basket wire detached inside patient. The scope was removed and reinserted next to the basket. The stone was broken up using a laser. The basket was then removed. The detached piece was later retrieved with a flexible grasper and moved to the bladder. The detached piece was lost in the bladder and likely flushed out. An x-ray did not find anything. Patient status following the procedure is unknown, but presumably fine. DHR review showed that the device was made per the specifications. Analysis of the broken wire showed laser damage which prevented complete analysis but some cracking in wire was evident which could possibly explain the low fatigue failure. Additional information from the user facility report: sacred heart stone basket broke off inside patient.

Manufacturer narrative:
Further analysis is needed to determine failure mechanism. Evaluation summary of returned device: upon receipt of the device from the user facility, it was evident that a piece of one of the basket wires had indeed detached from the basket (as indicated by the complainant user facility). There was a significant amount of biological tissue on the basket, so the device was cleaned by autoclaving and ultrasonic cleaning in ipa. Using a scanning electron microscope (sem), metallurgist merlin williams, pe or m.e. Williams and associates examined the remaining portion of the broken wire where the piece detached. Mr. Williams observed that the fracture type of the wire was consistent with that associated with torsional fatigue, however, the fracture surface was considerably melted from the laser. Also, optical images taken at 400x magnification showed small longitudinal scratches on the surface of the basket wire near the break. Since the laser was not used until after the wire had broken and detached, mr. Williams concluded that the failure was most likely caused by the crack in the wire. The crack could have been caused by the wire manufacturer during the drawing process or could have occurred by handling during the basket manufacturing process. An additional evaluation of the returned device is being conducted by nitinol expert (B)(6). Additional information from the user facility report: sacred heart stone basket.